Event description:
It was reported that an ilet device with serial number (B)(6) had a cracked display that impaired touch responsiveness and rendered the device unusable, consistent with a device mechanical damage issue affecting the user interface component. Symptoms included inability to operate the device due to unresponsive screen input. Outcomes included interruption of device use, with the user instructed to continue cgm use on phone or receiver until a replacement arrived. Investigation included remote troubleshooting and user education, confirmation of damage, and arrangement for device replacement with return shipping and data sync guidance. Investigation of this case revealed physical damage to the screen assembly that affected input functionality, aligning with a confirmed device damage finding to the display/touch component. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to external mechanical impact, not a manufacturing or design defect.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.